Event description:
See mdrs 1036844-2014-00117 and 1036844-2014-00118 for the first two events with the same patient. It was reported the procedure was being performed on a (B)(6) patient. A third kit was opened and again during insertion the wire and catheter became kinked. As a result, a fourth kit was used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.